Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 251 mg/dl. Customer changed the pump supplies to resolve the reported occlusions. In addition, it was reported that there was resistance with filling multiple cartridges causing the syringe needle to bend or break. Customer declined to provide additional informational.